Event description:
The facility representative reported a fail code 812:02. During biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention.